Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The serial number and associated information are unknown.

Event description:
It was reported that the pacemaker was explanted due to normal battery depletion. During the explant, the set screws in the pacemaker header were not able to be loosened, and the ventricular lead had difficulty being removed from the device header. The lead was eventually removed with the use of pliers, and the device was successfully replaced.